Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient woke up one morning and was unable to hear with the processor. A device assessment has been scheduled for (B)(6) 2016. Re-implantation is being pursued but a date is not yet known.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The patient woke up one morning and was unable to hear with the processor. There is no reported head trauma or illness. Re-implantation is being pursued but a date is not yet known.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient woke up one morning and was unable to hear with the audio processor. There is no reported head trauma or illness. The patient was re-implanted.